Event description:
It was reported during a pump replacement procedure, a small hole was discovered on the proximal segment near the pump connector. The segment was replaced and the existing spinal segment was used with the replacement pump. No patient symptoms were reported. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).